Event description:
It was reported that after the thoracic grasper instrument was reprocessed, it was noted that the black coating along the shaft of the instrument was peeling. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned for evaluation. Per the customer reported complaint, failure analysis investigation found the instrument's main tube had deep scratches and gouges. The black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .273 x .057 piece missing roughly .301 above the snake wrist. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.